Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The pump history was printed at the user facility. The pump history indicates that on (B)(6) 2004 at 1135, line a was programmed in the ml/hr mode, to deliver at a rate of 50ml/hr with a volume to be infused (vtbi) of 1000ml for a duration of 20 hours and the delivery was started. At 1136, line b was programmed in the concurrent mode to deliver in ml/hr at a rate of 34ml/hr with a vtbi of 408ml for a duration of 12 hours and the delivery was started. At 2353, delivery on line b was complete. At 2354, the delivery on line b was stopped and the delivery on line a continued at the previously programmed parameters. On (B)(6) 2004 at 0249, the delivery on line a was stopped and restarted after 4 minutes. At 0531, line b was programmed in the concurrent mode to deliver in ml/hr at a rate of 34ml/hr with a vtbi of 250ml for a duration of 7 hours and 21 minutes and the delivery was started. At 0555, delivery on line b was stopped. At 1415, line a delivery was stopped and the pump was powered off. Review of the pump history indicates t hat the pump delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
Report received of an underdelivery. On (B)(6) 2004 at 1200, the pump was programmed to deliver tpn at a rate of 50ml/hr with a volume to be infused (vtbi) of 1000ml. Reportedly on (B)(6) 2004 at 0700, the nurse found the bag with "700ml left in it." At approx 1100, the device was removed from clinical service. Therapy was resumed using a replacement device, a new tubing set and a new bag tpn. There were no adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.